Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable felt loose when inserted into pump usb port despite the attempt of multiple usb cables. Reportedly, the usb cable fell out of the usb port while the customer was charging the pump overnight. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (bg) was elevated to 500 (mg/dl) with mild ketones. Manual injections were administered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.